Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the mated carrier tube, hemostasis sheath, arteriotomy locator, foil package, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separately with the carrier tube in a fully rear lock position. The carrier tube was found to have been bent and torn at the distal slit with the tamper tube and the suture deployed. The collagen was found to have been cut below the suture knot and was covered in dry blood. Anchor was not returned with the returned sample. The locator was found to have been completely bent at the blood inlet hole. No other signs of damage or deformation to the device were identified. Functional testing could not be performed due to the condition of the returned device. The complaint was able to be confirmed for the non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the physician locked the angio-seal device in place and pulled back slow and the entire device came out without a footplate. There was no calcium in the vessel. The patient was stable, and the outcome of the procedure was a success with manual pressure. The estimated blood loss was less than 250cc. Additional information was received on 27 jan 2023: the procedure was a left heart catheterization using a 6 fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The footplate was not in the angio-seal device. They have not located the footplate and they are unsure if it is inside the patient or if there was never a footplate to begin with.